Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per medwatch- rn attempted to place powerglide pro midline in the pt's upper left arm when the catheter sheared and was retained in the pt's arm- x-ray confirmed it was retained in the soft tissue- the pt was then taken to operating room to have it removed. No patient injury was reported.